Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53 alarms or battery failed alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported software issue and failed battery test via phone call. Customer blood glucose reading was unknown. Troubleshooting was performed. Customer used new battery. Customer stated there was no physical damage. The issue was not resolved. The insulin pump will be returning for analysis.